Event description:
As reported to coloplast though not verified, the tip of an introducer broke during surgery and was not recovered or retrieved.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.